Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No devices associated with this report were returned. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). The patient was initially implanted with depuy devices in april 2009 and revised for infection in february 2011. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost two years post primary implantation. The investigation can draw no conclusions with the information made available.

Event description:
Litigation papers alleged: excessive levels of chromium and cobalt. Patient fact sheet form was received which identified part/lot information.